Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen (concentration 2000 mcg/ml at a dose of 879.8 mcg/day) via intrathecal drug delivery pump for intractable spasticity and head/brain injury. It was reported that a motor stall was seen at initial interrogation. No recent magnetic resonance imaging (MRI) was done. The patient was brought to the emergency room. The event log showed a motor stall occurred and was active, a stopped pump period may exceed tube set message was also seen. They did not hear or notice the alarm. The patient was getting oral baclofen. No patient symptoms were reported. The hcp stated that there was 12 months on the estimated replacement indicator (eri). No further complications were reported.